Manufacturer narrative:
One used cadd prizm vip pump was returned in used condition. The delivery accuracy tests found the pump to be over delivering the control limit specification of +/- 3% but well within the published specification of +/-6%. The pump's was trimmed in order to bring the delivery into more nominal of a range.

Event description:
It was reported that the volume output from cadd prizm vip pump was over infusing. No death or serious injury was reported in connection with this incident.